Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received.  The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly.

Event description:
It was reported that the bd saf-t-intima¿ closed IV catheter system has a small hole and leaked. The following information was provided by the initial reporter: there are small holes at the catheter tube connection of the indwelling needle which was in patient's body to leak liquid out.